Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient's recently implanted device and right ventricular (rv) lead were explanted and replaced due to product performance issues. The device and lead had been implanted in (B)(6) 2012, with no product performance issues and no adverse events reported. The local representative mentioned that the rv pacing thresholds were 0.9 volts at 0.5 ms during the procedure. The rv lead was repositioned to a slightly higher position on the septum and the rv pacing thresholds were measured at 0.5 volts at 0.5 ms. However, the rv pacing impedance measurements increased to 1200 ohms during the procedure, 1600 ohms during pre-discharge and then 2200 ohms later in the day. The patient was presented back to the electrophysiology (ep) laboratory for an invasive assessment of the device and rv lead. The device and rv lead exhibited high rv pacing thresholds with intermittent capture from the programmer and pacing system analyzer (psa) during the procedure. Due to complete heart block (chb), occasional pauses greater than 2.0 seconds were observed. The physician elected to replace both the device and rv lead with no adverse events reported during or following the procedure.

Manufacturer narrative:
Upon receipt, visual inspection identified set screw marks on the terminal pin and the ring. The lead was put through and passed electrical continuity and insulation integrity testing. The lead failed helix mechanism testing most likely due to dried bodily fluid ingress into the mechanism. Dried bodily fluid was identified in the helix housing and in the window area (between the helix housing and distal ring electrode). The lead passed all electrical testing.